Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: power tools/calibration. Visual inspection: the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb102045) was returned and received at us cq. Upon visual inspection, there were scratches/nicks on the device but have no impact on the device functionality. Functional test: the functional test was performed by npd lab on 4/24/2020. The lowest torque of the device measured during torque testing was 40.81 in-lb which was not within the specified torque range of the device of 80 in-lbs +/-10% (72 in-lb to 88 in-lb). Hence, the torque test failed low. Document/specification review: based on the date of manufacture drawings, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes, the device failed low during the torque tests. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the torque limiting handle 80 in-lb (p/n: 299704320, lot # gb102045). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for torque limiting handle 80in-lb was conducted identifying that the lot number gb102045 was released in a single batch. Batch1: lot qty of (B)(4) units were released on march 27, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The torque limiting handle was being used to final tighten (with x25 final tightening shaft) the unitized nuts in a 2 level verse construct. It was the noted the force to tighten the nuts seemed less than usual and the handle didn¿t seem to be torqueing out effectively. I suggested the surgeon use a different final tightener as this one seemed to be malfunctioning. Mr (B)(6) agreed and noted that the alternative handle delivered a much more convincing level of torque. All set screws were final tightened with the new handle. Concomitant device reported: x25 final tightening shaft (part#: unknown, lot#: unknown. Quantity: 1); unknown set screw (part#: unknown, lot#: unknown, quantity: unknown). This complaint involves one(1) device.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure was successfully completed. Concomitant devices reported: x25 final tightening shaft (part# 299704230, lot# unknown. Quantity 1). 5.5 exp verse unitized set screw (part# 199721001s unknown, lot# unknown. Quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.